Event description:
It was reported to philips that the flexvision pc failed to boot, system stuck at zero countdown on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the flexvision-2 revised pc no hdd and hard disk spare part, restoring the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).